Manufacturer narrative:
Device evaluated by MFR: the sterling balloon catheter was returned to our post market quality assurance laboratory. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the inflation lumen is separated 22.7cm from the tip while the guidewire lumen is separated 26.9cm from the tip. Microscopic examination revealed no additional damage. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a separation.

Event description:
It was reported that the balloon broke off and separated from the shaft upon removal. The stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 3.0 x 220 x 150 (4f) sterling? Balloon was advanced for dilation. However, upon removal from the body, it was noted that the balloon broke off and separated from the shaft of the catheter. The device was simply pulled out with the sheath, and the separated balloon remained on guidewire. No device fragments were left inside the patient's body, and nothing additional was done after successful inflation. There were no patient complications as a result of this event.

Event description:
It was reported that the balloon broke off and separated from the shaft upon removal. The stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 3.0 x 220 x 150 (4f) sterling? Balloon was advanced for dilation. However, upon removal from the body, it was noted that the balloon broke off and separated from the shaft of the catheter. The device was simply pulled out with the sheath, and the separated balloon remained on guidewire. No device fragments were left inside the patient's body, and nothing additional was done after successful inflation. There were no patient complications as a result of this event.